Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit to vent engine cable was reseated, and the unit was returned to service. The customer contact provided patient gender, but was unable to provide further patient information.

Event description:
The hospital reported the unit alarmed during patient use and lost the ability to mechanically ventilate. There was no report of patient injury.